Event description:
It was reported while using bd plastipak¿ syringes there was a crack that developed. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: while preparing, a crack developed in the syringe, new syringe grabbed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there was a crack that developed. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: while preparing, a crack developed in the syringe, new syringe grabbed